Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors under infused during infusion. The devices were filled with flucloxacillin 8g and citrate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received which stated that the obstruction which led to the under infusion was identified as a kink in the PICC line, which is external to the baxter infusor device. A kink at the PICC line would reasonably result in downstream flow restriction and under infusion independent of device performance. There is no evidence of a baxter product malfunction, defect, or failure to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.